Event description:
It was reported that t-wave oversensing (twos) was observed on the sensed ventricular episodes from the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d). It was noted the programmed sensitivity and/or sensing polarity would be reprogrammed in an attempt to eliminate the twos. The crt-d and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.